Manufacturer narrative:
A bci field service engineer (fse) replaced the control valves connected to the reservoir.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a no foam leak on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.